Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 2500a. This report will be amended when our investigation is completed.